Manufacturer narrative:
Livanova (B)(4) manufactures the s5 cardioplegia sensor module. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova service engineer visited the customers¿ facility to investigate the reported issue and gather information. Livanova subsequently requested that the s5 card control sensor module be returned for physical evaluation; however, the unit was not returned and therefore the failure could not be confirmed nor could a root cause be determined. A review of the DHR did not identify any manufacturing deviations or nonconformities. Due to the age of this complaint and no opportunity to perform an evaluation of the s5 card control sensor module, this complaint will be closed. If additional information is received, it will be evaluated for reportability as required. Livanova (B)(4) has determined that a CAPA is not needed to further investigate this event.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 cardioplegia sensor module. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that, during a procedure, the s5 cardioplegia sensor module did not count the dose and total volumes of cardioplegic solution correctly; too much volume was displayed. Additionally, the display alerted that there was a pump communication error. Restarting the device corrected the issue. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that, during a procedure, the s5 cardioplegia sensor module did not count the dose and total volumes of cardioplegic solution correctly; too much volume was displayed. Additionally, the display alerted that there was a pump communication error. Restarting the device corrected the issue. There was no report of patient injury.